Event description:
The following has been reported: pump reported not working, unknown issue, biomed did not test pump. Evaluated logs and found errors. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The diaphragm was not adhered well enough or sustained damage and separated from the central post, this caused the negative recharge failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.